Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-121mg/dl fasting. Verified test strips expire 08/31/2018. Customer's test strips are being stored loose in the meter case and opened vial date (B)(6) 2015. Reviewed meter memory: 1:208mg/dl (B)(6) 2015 12:28:00 pm fasting:yes; 2:179mg/dl (B)(6) 2015 05:50:00 pm fasting:no; 3:216mg/dl (B)(6) 2015 11:10:00 am fasting:yes; 4:372mg/dl (B)(6) 2015 08:00:00 pm fasting:no; 5:221mg/dl (B)(6) 2015 08:56:00 pm fasting:no; memory concerns: all results in this meter for 1-2 weeks. Customer never stores her strips in the vial she stores them in the zipper case with her meter. The strip lot number that we opened and ran a blood using the correct testing technique and the results were 236 consistant what she was running for about a 1-2 weeks on her meter. Customer takes her blood in morning as a fasting blood and then before her dinner meal.